Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/5/17 discussion with customer contact, 1/6/17 voicemail, and 1/9/17 voicemail.

Event description:
The hospital reported that, during a case, the unit went into a system reboot. There was no reported patient injury.